Manufacturer narrative:
The insulin pump was pump received stuck in the motor error alarm loop during bolus delivery. Unable to perform the excessive no delivery alarm, occlusion and excessive no delivery test due to motor error alarm or to verify motor position encoder error alarm in the alarm history due to history file overwritten. No motion sensor test failure alarm during testing; the motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioned properly. The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump had scratched reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, motion sensor test failure, and motor position encoder error. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.